Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer found that malfunction cleared after plugging in pump following low battery shutdown, and technical support advised customer to continue using pump and to call back if malfunction recurred, which customer acknowledged and understood.